Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The product was evaluation. An external visual inspection was performed and failed. The sensor was wire was observed to be missing. The allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The patient inserted the sensor into their abdomen on (B)(6) 2019 and it failed the two-hour warm-up. They repositioned the transmitter, and in 20 minutes it again failed. The insertion site had been hurting all through the night, so she removed the sensor patch on (B)(6) 2019 and the wire was missing. The patient saw their physician who was attempted to remove the wire. An incision was made into the superficial layers of tissue and was unable to locate the wire in the patient¿s abdomen. An abdominal x-ray also showed no evidence of the wire. She was instructed by the physician to apply over-the-counter antibiotic ointment for a few days and to observe for any signs of infection or inflammation. At the time of contact the patient was feeling well no with no further adverse effect. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.